Manufacturer narrative:
The insulin pump had a detached end cap and cracked case at display window corner. The insulin pump had moisture damage on electronic assembly and on motor.

Event description:
The customer reported that the insulin pump was dropped. The caller stated that a piece of the bottom fell off and the insulin pump has water inside. The blood glucose reading was 200mg/dl. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.